Event description:
It was reported that: while the ventilator was connected to a patient (running in pediatric mode), the ventilator shut off and the cockpit restarted. The led display of the ventilator went off and no values were displayed at the time of the event.